Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that she received false low predictive alerts and threshold suspend alarms. Current sensor reading was 48 mg/dl bur her blood glucose was 96 mg/dl. Customer would monitor and call back if need.